Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced an issue with infusion set was disconnected and resulted in high blood glucose value of 430mg/dl. The blood glucose level was dropped to 409mg/dl with correction carried out. No further information available.

Manufacturer narrative:
E1: patient city : (B)(6). Patient country: brazil.